Event description:
It was reported that "the arthroplasty was revised due to loosening of the tibial component. The tibial components were revised. The components were implanted in situ for 3.20 yrs." Neither devices nor medical records and x-rays were not made available to stryker.

Manufacturer narrative:
Method: review of production history. Result: inconclusive. Insufficient info available.